Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00078 (collagen corp # 1023227). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A pt reported that she was first treated some time between 1983 and 1988; the dates were not recalled. The pt was double skin tested in 02/1998 and 03/1998 with negative results. On 3 april 1998, the pt was treated with two formulations of product in the glabella, forehead, periorbital crow's feet, jawline, under the chin, in a small horizontal line under the nose, vermilion borders and the nasolabial areas. After treatment, the pt noted redness in the nasolabials. The symptom did not resolve. Within one month of treatment, the pt developed redness, swelling and induration at the periorbital area and glabella; there was redness and swelling at both forearm test sites. The physician diagnosed a hypersensitivity and prescribed topical lidex-e and aclovate creams. The pt also reported swelling and pain in the joints of her hands and knees. Over the summer of 1998, the pt had episodes of myalgias and arthralgias, as well as cutaneous symptoms of the le consisting of erythema and swelling. A diagnosis of lupus ER consisting of erythema and swelling. A diagnosis of `lupus like syndrome' was given. Oral nsaids were prescribed. On 29 december 1998, the symptoms at the treatment sites persisted. On 26 march 1999, the injecting physician did not know if the systemic symptoms were related to the collagen. The rheumatologist believed it was possible that the systemic symptoms could be related to collagen or to silicone breast implants. Further info from the rheumatologist was declined.